Manufacturer narrative:
The reported events of inappropriate magnet response, inability to program, rate response issue, and unable to interrogate were not confirmed. The device was received with normal output and normal telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient experienced chest discomfort. The device was interrogated and intermittent, inappropriate magnet response was noted on the device resulting in arrhythmia. The device was unable to be reprogrammed and inappropriate/fast rate response was noted. Intermittent telemetry was noted on the device, later resulting in complete loss of telemetry. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.